Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument noted that the firing knobs were not fully retracted. The instrument was then successfully loaded with a single use loading unit. The instrument successfully clamped, cycled fully, opened, articulated and unloaded repeatedly. The unit was successfully fired with a representative single use loading unit(sulu). Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video-assisted thoracic surgery, when firing across the lung, the device would not remove. They did a firing where they used a reload and it was closed, they hit the green button, started firing and only started and stopped after a small bit. The device did small cut and placed a couple of open staples and stopped. There was poor staple formation. The staple line was incomplete proximally. The reload appeared to have a piece sticking out the side. They replaced the handle and reload and everything went fine. There was no patient injury.